Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her left eye (os) in 2006. The patient reported the lens was removed and replaced due to size. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results - a lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.